Event description:
It was that a y type extension set leaked at its y-junction. This occurred during use with a non-baxter pump. Patient involvement and the step of setup or therapy during which this occurred are unknown. There was no report of patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow-up with the reporter, they stated that there was patient involvement; however, there was no patient injury or medical intervention associated with this event. The reporter also stated that the set involved was a non-baxter set. No visible irregularities were noted with the set. The set involved in the event was a non-baxter product. Should additional relevant information become available, a supplemental report will be submitted.